Event description:
On (B)(6) 2010, a (B)(6) male patient underwent aaa repair. The patient's anatomical form was not suitable for endovascular repair since the proximal neck was 9 mm. The procedure was conducted as labeled. The procedure consisted of placement of a zenith flex main body graft and two zenith flex iliac leg grafts. The final angiography confirmed a proximal type I endoleak. The leak got better by additional ballooning and the physician decided to take a wait-and-see procedure. The patient's condition after the procedure is unknown.

Manufacturer narrative:
(B)(4): endoleaks is addressed in the provided IFU. No product or images were returned to assist with this investigation. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, follow-up guidelines, the importance of an accurate deployment. Without imaging or additional information we are unable to comment on the patient's suitability for evar. It was reported that the proximal neck was too short, according to IFU recommendations. The IFU states that: "the zenith aaa endovascular graft... Is indicated for the endovascular treatment of patients with abdominal aortic or aorto-iliac aneurysms having morphology suitable for endovascular repair, including: ... Non-aneurysmal infrarenal aortic segment (neck) proximal to the aneurysm: with a length of at least 15 mm..." Patient anatomy likely contributed to the reported endoleak. The attempted additional ballooning to diminish the endoleak, and decided upon a wait-and-see approach. At this time there is no indication that a design or process induced failure of the device resulted in the reported endoleak. As with all endoleaks, it is important that the treating physician follow the patient's endoleak appropriately, and provide further treatment if the physician feels the patient is at risk of ongoing sac pressurization, aneurysm growth, and possible rupture. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints.